Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4.0 lb due to faulty force sensor resistor. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was 148 mg/dl at the time of incident. The insulin pump was returned for analysis.